Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump has a crack along side the reservoir compartment. Blood glucose was 210 mg/dl at the time of call. Customer stated that it might have been wear and tear or could have been bumped. Customer also mentioned that the insulin pump possible delivering more insulin than it should. Customer's blood glucose was 53 mg/dl at the time of incident. Customer treated with food. Delivery anomaly troubleshooting was performed and passed. Advised customer to discontinue use of insulin pump and revert to back-up plan per healthcare professional instructions. Insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus delivery anomaly noted. Pump passed the delivery accuracy test. Pump had cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.